Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint for a se 2240 is not confirmed as the disposable set was not returned to baxter for evaluation, the lot number was not provided, and there was no description of any use error reported. If additional information becomes available a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during dwell 3 of 4 on the home choice (hc). The home patient (hp) was connected and had cleared the alarms and removed the supplies. The technical service representative (tsr) explained the alarm and the possible causes. The hp would contact the registered nurse (rn) regarding the air detect alarm while connected. There was patient involvement. No patient injury or medical intervention was reported.